Event description:
Pt (patient) reported their freedom pump broke tonight. Pt stated they have their medication currently in them ready to pump and the pump stopped working. Pt was able to infuse about 75%, it took about 5 hours since pump was acting up and had to discard remaining amount. Pt reports they are not sure but they think a spring came loose, it keeps clicking, or just used it too many times as they never had to replace pump since starting medication. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra - 10gm. Hizentra indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? ¿ yes. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown.